Event description:
Consumer reported potential false negative hcg result on the consult hcg test. Pt first went to the health department and had a positive result. She then came in for a new ob visit and tested negative for hcg. Test was not repeated. Three nurses and one doctor confirmed visual negative result at proper read time. Pt's blood was drawn with resulting quantity hcg of 134,000 miu. Afternoon urine sample was used. Kit storage was good. Control lines were strong. Timer was used during testing. Caller did not know clarity of sample.

Manufacturer narrative:
Retained testing was performed on lot # hcg0070182. Control lot: 20miu/ml hcg urine lot: hcg110216-01; 100miu/ml hcg urine lot: hcg110307-01; 202.7iu/ml hcg urine lot: hcg110810-01. Summary of results: the retention devices met qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). The 202.7iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). Conclusion: from retained testing with in-house control, the customer's result of false negative hcg was not replicated and the product performed as expected. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.